Manufacturer narrative:
Citation: nomura t., et al. Transcatheter aortic valve replacement for bicuspid aortic valve regurgitation in a (B)(6)-year-old patient with congenitally corrected transposition of great arteries: a case report. Eur heart j case rep. 2020 jun; 4(3): 1¿6. Published online 2020 may 8. Pmid: 32617485. Doi: 10.1093/ehjcr/ytaa102. Earliest date of publish used for event date. Medtronic products referenced: evolut r (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with congenitally corrected transposition of the great arteries (cctga), ventral septal defect, bicuspid aortic valve and cerebral palsy who later developed progressive severe aortic regurgitation with right ventricular dysfunction, mild mitral regurgitation and tricuspid regurgitation as a teenager. The patient underwent transcatheter implantation of a 34-mm medtronic evolut r bioprosthetic valve (no serial number was provided.) A post-operative echocardiogram demonstrated severe paravalvular leak (pvl). A non-medtronic 29-mm transcatheter valve was then implanted valve-in-valve to resolve the pvl two days later. Two days after that, the patient was discharged in stable condition. No additional adverse patient effects or product performance issues were reported.